Manufacturer narrative:
Device was used for treatment. Device is power equipment and is not implanted/explanted. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
A report was received regarding a battery drive device that was exhibiting low power during use in an acl surgery. It was reported that the problem caused delays because the user had to change the battery four times during the procedure. No adverse effect was reported.

Manufacturer narrative:
Device was returned to synthes anspach; date unknown. Investigation coordinated by synthes (B)(4). Report received indicates: reliability engineering evaluated the device, and the reported problem was confirmed; the unit failed torque specifications. The device exhibited internal component damage that was consistent with immersion in water. This condition is indicative of improper cleaning for the device. It is recommended that the user review the cleaning and maintenance procedure for the device.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.